Event description:
The customer reported that the display is blank. Everything else remained functional. No harm to pt.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.